Event description:
The customer reported via the sales rep that the shrink wrapping of the product appeared to be intact but when it was opened during a procedure, it was observed that the inner plastic seal was broken and further reported that the second inner plastic seal was also compromised. The sales rep further reported that the procedure was completed with another product with no adverse consequences to the patient.